Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00043. ((B)(4)): contact office: changed from "(B)(4)" to "(B)(4)". Date received by mfg: changed from "blank" to "06/12/2024".

Event description:
It was reported that the gas spring of stitching patient support footboard was defective. The device was in use and there was no harm to the patient or user.

Manufacturer narrative:
Reference ID: (B)(4). Philips technical service engineer confirmed that one side of the gas spring assembly is fixed with hinges and screws to the structure of the patient support stand. Screws of the gas spring became loose due to two reasons; use error and wear and tear movement of the footboard. This resulted in the loosening and detachment of the gas spring assembly. The gas spring assembly was replaced and the movement of the footboard tested okay.